Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited 98% battery capacity, during a pre-implant interrogation. Data analysis has not been completed; therefore, this device has not been cleared for implant. No patient involvement.